Event description:
It was reported that the pump battery was depleting quickly causing pump to shut down. There was no reported adverse impact to the customer¿s blood glucose level. Tandem techincal support followeed up with a second attempt no further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.